Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had several pocket revisions for the ¿incision opening up.¿ a few years ago, a wound care physician though there was a ¿possible infection,¿ however, the patient¿s current physician is ¿not seeing an infection¿ but is treating the incision with anti-bacterial ointment. It was further noted that the ¿pocket won¿t heal,¿ and what starts as a ¿pin sized hole,expands to the size of a dollar coin.¿ the physician discussed the possibility of implanting a leadless implantable pulse generator (ipg), but no procedure has been scheduled. The device remains in use. No further patient complications have been reported as a result of this event.